Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1 enhanced full height cubie drawer in the main- drawer not detected on bus. A field service engineer found lights were on, it blinking light emitting diodes indicated no communication between module controller and drawer controller. The fse replaced both the module controller and drawer controller in an effort to resolve the issue, but the problem persisted. The retractor band was then replaced, which successfully resolved the issue. As a result, the newly installed boards were removed, and the original drawer controller and module controller were reinstalled. The only new hardware remaining in the unit is the retractor band. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.